Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient attempted to communicate with their implant today for an MRI and no communication could be obtained, "??" On screen. Patient did see a physician yesterday who attempted to interrogate the ins and was unable to connect, and then told patient they would need a replacement ins. Caller does not know the physician's name who interrogated the ins yesterday. Caller could not rule out end of service. There were no patient complications reported as a result of this event.